Manufacturer narrative:
The physician also reported that the rupture was not caused by the dcs but due to the patient's challenging anatomy. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the lot number of the dcs was not known, and therefore a lot history review could not be performed on the dcs. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. The reported event indicated that there was difficulty advancing the delivery catheter system (dcs). Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, and tortuosity). In this case, it was noted that there was moderate calcification in the iliac artery. The calcified patient anatomy may have caused or contributed to the advancement difficulty, but this could not be confirmed. While gently advancing the dcs towards the thoracic aorta, it was reported that the common iliac artery bent and ruptured. Vascular access related complications, such as rupture, are a known potential adverse patient effect per the evolut system instructions for use (IFU) and are typically related to patient factors (anatomy and comorbidities), and/or procedural effects (user technique, puncture cut location). The physician reported that the rupture was not caused by the dcs but due to the patient's challenging anatomy. Based on the information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the enveor dcs could not be established. It was reported that there was no deformation of the dcs. An aorto-bifemoral bypass was performed to resolve the rupture. No additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The physician reported that the delivery catheter system (dcs), including the sheath, was already advanced into the distal part of the abdominal aorta and the dcs was already out of the sheath, in the abdominal aorta. While gently advancing the dcs towards the thoracic aorta, the common iliac artery bent and ruptured. There was no deformation of the dcs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve computed tomography (CT) showed moderate calcification in both iliac arteries. Vessel size ranged between 9 mm and 12 mm without circumferential calcifications. The physician began the implant from the right common femoral artery using an 18 fr. Delivery catheter system (dcs) with inline sheath over a super stiff wire. While advancing the catheter, resistance was felt at the level at the common iliac artery. A second super stiff wire was placed into the iliac artery in order to straighten the vessel. Afterwards the physician tried to move the catheter under fluoroscopy by gently pushing into the aorta. The physician described a kink in the dcs that ruptured the right iliac artery at the level of the bifurcation. The physician reported that the dcs was already out of the sheath in the abdominal aorta and while gently advancing the dcs towards the thoracic aorta, the whole iliac artery bent and ruptured suddenly. An aorto-bifemoral bypass was performed to resolve the rupture. No additional adverse patient effects were reported.